Event description:
It was reported the device was used during a low anterior resection procedure. It was reported the cdh29 was used during this procedure and the resulting anastomosis did exhibit a leak. The surgeon discovered the leak near the staple line while performing a leak test. The leak was repaired with suture to complete the procedure.